Event description:
Customer reports that her last reading appears before she can apply blood to the test strip while using the advantage system. Customer took no action based on result. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.